Event description:
It was reported that a 36-year-old caucasian female patient underwent a primary breast augmentation surgery with a left-sided 440cc mentor memorygel xtra breast implant and a right-sided 375cc mentor memorygel breast implant. Post-operatively, the patient experienced baker grade ii capsular contracture on the right side and baker grade iii capsular contracture on the left side, which was confirmed during a physical exam. The patient reported experiencing pain and rippling of her implants and felt that the right breast prosthesis was bottoming out. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report is for the left implant. Refer to manufacturing report number 1645337-2022-12256 for the contralateral event.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 30, 2023, mentor received the device for analysis. On april 11, 2023, mentor completed a visual inspection of the returned device. Device evaluation summary: during the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On march 03, 2023, mentor received additional information. Mentor became aware that the patient experienced baker grade IV capsular contracture in the left breast. The patient underwent bilateral explantation on (B)(6) 2023. As such, recognized procedural complication is no longer applicable. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 27, 2023, mentor received additional information. Mentor became aware that the patient's prosthesis was replaced with a 450cc mentor memorygel boost breast implant. Manufacturer's reference number: (B)(4).